Event description:
It was reported the programmer will not accept any necessary software update. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of the programmer not being able to update software. Analysis also found that the driven lead functional tested out of specification due to a loose electrocardiogram (ECG) connector.